Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, migration, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out as potential causes. However, the patient has experienced three falls in the past three weeks. The stimulator is used to treat pain. The cause of the pain is due to severe force applied to the implant as the patient experienced three falls in the past three weeks (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient required an explant procedure in order to get a knee replacement surgery. Additionally, the patient reported pain in their knee when they turn a certain way after falling several times in the past three weeks. An explant procedure was successfully performed on (B)(6) 2025. No further issues have been reported.